Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes have stoppers that are difficult to pierce through when using their collection device. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes have stoppers that are difficult to pierce through when using their collection device. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were functionally tested for stopper piercing and no difficulties were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficulty piercing stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.